Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported keypad has a delayed or intermittent output, which was confirmed during evaluation. The cause was determined to be a failing processor printed circuit board. The processor printed circuit board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a keypad malfunction. Service evaluation verified the keypad malfunction. The cause was identified to be a failed keypad which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a delayed keypad or intermittent output. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.